Event description:
On 05/21/2025, rti surgical, inc. D/b/a evergen and tutogen medical gmbh (tmi), a wholly subsidiary of evergen, conducted a literature review and found an article titled: comparison of two techniques for lateral ridge augmentation in mandible with ramus block graft; horia mihail barbu, dmd, phd, et.al; the journal of craniofacial surgery, vol 00, number 00, 2016. This report pertains to patient #3. Patient #8 did not have any adverse complications on the implantation site. Twelve patients in group 2 were treated with copios pericardium membrane grafts to cover the bone block. In addition, geistlich bio-oss® as a similar device for copios particulate, tutobone and tutodent was used in this group. The copios pericardium membrane was used in-label. The following complications were reported for group 2: exposure of the bone block graft with later necrosis and failure of implant for patient #3 and persistent pain at the bone block donor site postoperatively for patient #8. No causality assessment for the copios was given in the publication. Of note, no unique serial ids for the copios pericardium membrane grafts that were utilized in the study were documented in the article. To date, no additional information has been provided to evergen for review.

Manufacturer narrative:
If tutogen is able to obtain lot or serial ids, a comprehensive batch analysis will be conducted. Once the results are available, a follow-up report will be submitted.

Manufacturer narrative:
Despite several follow-up attempts, no new information was received to tutogen for review. Although implant therapy is highly successful and predictable, it is not without possible early and/or late complications. All three events are considered serious as medical/surgical intervention was required. No causality assessment or specific risk factors have been provided to tutogen from the authors. Tutogen could not perform a batch documentation analysis as product identifiers were not provided. Upon review of the information given in the publication, necrosis and graft failure were associated with the bone block and not the copios pericardium membrane.